Event description:
On 7th august, 2021 getinge became aware of an issue with powerled surgical light. According to photographic evidence, corrosion occurred on spring arm and head light cover was cracked, resulting in missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. According to photographic evidence, corrosion occurred on spring arm and head light cover was cracked, resulting in missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to corrosion and cracked cover occurrence. We have not received information whether the device was being used for patient treatment at the time when the event occurred. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. Disinfection products test: maquet sas described how to perform the paint resistance test in the working instruction ref. (B)(4). The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manuals or IFU), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The involved zone on the light head cover was probably exposed and the edges damage corresponds to retention zone. These fact indicate that cleaning agent residues may have a negative reaction on the plastic surfaces and leads to its degradation. The concentration of chemical products, the presence of agent residual on the disinfected surfaces are probably the main factors leading to the deterioration of surfaces. The user manual recommends to rinse the unit with a cloth and clean water and to wipe with a dry cloth and to make sure there is no liquid residue after cleaning. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions; high concentrations; prohibited products. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of catalog # and describe event or problem sections. This is based on the result of internal review. D4: previous catalog #: ard268400085. Corrected catalog #: ard568330933. B5: previous describe event or problem: on 13th july, 2021 getinge became aware of an issue with powerled surgical light. According to photographic evidence, corrosion occurred on spring arm and cover was cracked, resulting in missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 7th august, 2021 getinge became aware of an issue with powerled surgical light. According to photographic evidence, corrosion occurred on spring arm and head light cover was cracked, resulting in missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 13th july, 2021 getinge became aware of an issue with powerled surgical light. According to photographic evidence, corrosion occurred on spring arm and cover was cracked, resulting in missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.